Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with diabetic ketoacidosis and renal failure from (B)(6) 2016. He was treated with an insulin infusion, and it was determined the infusion needle was bent after it was removed. No leakage in the system was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.